Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated potassium (k) and falsely depressed sodium (na) results were obtained on a patient sample on the atellica ch 930 analyzer. Siemens reviewed the instrument files and determined that due to result flagging and sample integrity rules, the results for this sample were held by the atellica data manager. At this time, there is no evidence of an instrument malfunction. The cause of the falsely elevated k and falsely depressed na results is unknown.

Event description:
A falsely elevated potassium (k) and a falsely depressed sodium (na) results were obtained on a patient sample on the atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The sample was repeated on the same instrument. The repeat results matched the patient¿s previous results and clinical picture. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated k and falsely depressed na results.